Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10, e1, h2, h6 and h11. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was treated with vancomycin injection (2gm/intraperitoneal/stat) one day after diagnosis. Six days later, vancomycin was given (1gm/intraperitoneal/stat) for peritonitis. One day after diagnosis, ceftazidime injection was started (500mg/intraperitoneal/twice daily for 14 days). The patient recovered from the events. The patient experienced gastritis. The cause is unknown. Pd therapy is ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by abdominal pain. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment was not reported. It was reported that the patient has recovered from the event. Action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.